Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It was also reported the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted due to stress urinary incontinence, and hypermobility of bladder neck. It is reported that the patient experienced pain, vaginal, pelvic and abdominal pain, difficulty urinating and emptying bladder, bladder spasms, chronic and recurrent urinary tract infections, yeast infections, urgency, vaginal irritation, burning with urination, urinary retention, chronic cystitis, dyspareunia, pain for several days following intercourse, vaginal scarring, hematuria, nerve damage, worsening urge and stress incontinence, urethral erosion of sling into mid urethra, exposed mesh, dysfunctional voiding, recurrent dysuria, urethrotomy during mesh removal operation, pelvic phleboliths, obstructing calcifications, renal cyst, painful urination and erosion of bladder sling into my bladder wall, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported the patient underwent mesh revisions on (B)(6) 2009, (B)(6) 2012 due to erosion. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent removal of transobturator mid-urethral sling and cystourethroscopy on (B)(6) 2014 for vaginal and pelvic pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent transurethral incision of the sling on (B)(6) 2009 due to sui with related sling. (B)(4).